Event description:
Customer reported that the pump battery would not charge, despite using a tandem charging cable and different wall adapters. There was no reported impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.